Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out and associated atrial lead replacement procedure, the right ventricular lead exhibited high thresholds. The lead was explanted and replaced successfully. The patient was in stable condition during and post procedure.